Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback frfom the field. It is unknown whether the end-user disinfected the device prior to being picked up from repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air and water tube / cylinder had a whitish foreign material inside. Additional findings include the following: the flexibility adjustment ring had a scratch, the grip had a scratch, the switch box had a scratch, the grip packing was loose, the scope connector cover unit / case had a scratch, the plug unit had a scratch, the plastic distal end cover had a chip, the bending tube was deformed, the adhesive on the bending section cover had a crack, the connecting tube was snaking, and the universal cord had peeling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a bending section cover cement defect. The device was returned for evaluation. During the device evaluation, a whitish foreign material on the air and water tube / cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.